Event description:
Datascope 8 f 40 cc intra aortic balloon catheter (iabc) inserted. However, there was no filling of balloon. A second 8 f datascope (iabc) was inserted & pump then was able to function properly.